Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be associated outcome with defibrillation events and is identified in labeling as an expected risk.